Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed normal battery depletion.

Event description:
It was reported that the pacemaker (ipg) reached its elective replacement indicator possibly due to early battery depletion. The ipg was explanted and replaced. No patient complications were reported as a result of this event.